Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left total shoulder arthroplasty. As the surgeon was sizing the glenoid, the spring in the access glenoid handle broke. The surgeon was unable to find all of the pieces and was therefore required to obtain an inter-op x-ray to determine if any pieces had fallen into the patient's wound. The x-ray determined that no pieces had fall into the patient and the surgeon was able to continue with the case. A delay of 15 minutes occurred to take the x-rays. The case then proceeded as normal with no reported patient impact.

Manufacturer narrative:
(B)(4). The reported event is confirmed. No products were returned; therefore, the visual and dimensional inspections were not performed. Review of a picture provided, identified disassembly of the spring mechanism. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.